Manufacturer narrative:
The hill-rom technician found the external speaker defective. Per the hill-rom user manual, warning: the bed exit alarm system is not intended as a substitute for good nursing practices. The bed exit alarm system must be used in conjunction with a sound risk assessment and protocol. Per the hill-rom user manual, if the bed exit alarm does not arm and all three mode indicators are flashing, remove the patient and zero the bed exit system. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013-2015. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the external speaker to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the alarm on the device was not working. The bed was located at the account in (B)(6). There was no patient/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).